Event description:
The customer reported the sensor and blood glucose reading were different. Customer's blood glucose was 168 mg/dl. Troubleshooting was done. Customer did not upload data to carelink. Customer will monitor the issue. Customer stated wanted transmitter replacement. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.